Event description:
Presented to the emergency department in 2005 with hematemesis times two days. Small bowel series done on october 4, 2005 showed a partial bowel obstruction in the distal ileum due to a stent fragment that had dislodged from the common bile duct. Two days later an exploratory laparotomy, extensive lysis of adhesions, small bowel resection with primary anastamosis, and removal of the stent, which was the foreign body, was performed. The patient tolerated the procedure well without any post-operative complications. A week later was discharged home in stable condition.